Event description:
It was reported that the patient was taken to the emergency room due to the implantable cardioverter defibrillator (ICD) sounding an alert. The alert occurred due to the right ventricular lead impedance not being taken. The ICD was now sounding the same alert for out of tolerance subthreshold lead impedance. The alert was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2011 and (B)(4) 2012. Programmer data shows"rv pacing lead impedance not taken" between (B)(4) 2011 and (B)(4) 2012.